Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial: (B)(4), ubd: 10-feb-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal with concentration 2000 mcg/ml at a dose rate of 200 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that on an unknown date the patient began experiencing an increase in spasticity. The event occurred during normal use. There were no environmental/external/patient factors that may have led or contributed to the issue. A dye study was performed. The complete catheter was explanted and replaced. The catheter was in possession of the company representative and was to be returned to the manufacturer for analysis. The issue was reported to be resolved and the patient was alive with no injury regarding their status at the time of the report. The patient¿s weight and medical history were unknown. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. On (B)(6) 2018, a company representative further reported that the managing physician had noted the issue. Regarding the dye study performed, the physician was unable to aspirate the catheter and there was a visible issue with the catheter. The catheter was planned to be returned on (B)(6) 2018. It was indicated that no further information was available at this time. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the catheter revealed coring/tear/cuts in the seal of the sutureless catheter connector that met leak criteria. Analysis noted a leak during pressure testing regarding the connector. If information is provided in the future, a supplemental report will be issued.